Manufacturer narrative:
Isi received the unit involved with the complaint and completed the device evaluation. Failure analysis was unable to reproduce the reported issue. The unit was installed onto a test system and came up with no errors and had normal operation. The system ran 10 power cycles with this board with no errors and remained in the test system for over one hour while in use with no issues reported. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced several non-recoverable errors after start up but the customer was able to recover and continue with the set up. However, the error recurred during the procedure and the surgeon side console (ssc) was shutting itself down. A technical support engineer provided troubleshooting but the issue persisted. The surgeon made the decision to convert the procedure to traditional open techniques to complete the procedure. No patient harm, adverse outcome or injury was reported. A technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported issue and verify the errors in the log files. The tfs replaced the generic power distributor (gpd) board to resolve the issue. The gpd board sends control signals to the apb as well as monitors the output from the apb.